Manufacturer narrative:
Concomitant products: thermocool® smart touch® sf bi-directional navigation catheter: us catalog #: d134805, lot #: 17755444l. Smartablate pump: us catalog #:m490008, serial #: (B)(4). Smartablate generator: us catalog #:m490002, serial #:unknown. (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the pins were bent on the inside of the catheter after using the wrong reprocessed cable. The catheter was replaced and the issue resolved. It was also reported that the replacement catheter had coagulum on the tip when it was removed from the body. No patient consequence was reported. Additional information was received clarifying that no errors were seen on the system. Wattage never went above 30 and force never above 25. A picture of the catheter was also provided. Coagulum could not be identified on the tip of the catheter as the picture is not clear. However, confirmation was received that the physician described the material found at the tip of the catheter as coagulum. The ¿bent pins¿ issue has been assessed as not reportable. The device can not be used. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The ¿coagulum¿ issue has been assessed as a reportable malfunction.

Manufacturer narrative:
The device history record (DHR), manufactured date and expiration date have been provided on march 22, 2018. Therefore, expiration date and manufactured date have been populated. The device history record (DHR) for the lot number 17755444l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/6/2018. Coagulum was found on the distal tip of the catheter as per initially reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The replacement catheter had coagulum on the tip when it was removed from the body. No patient consequence was reported. Additional information was received clarifying that no errors were seen on the system. Wattage never went above 30 and force never above 25. A picture of the catheter was also provided. Coagulum could not be identified on the tip of the catheter as the picture is not clear. However, confirmation was received that the physician described the material found at the tip of the catheter as coagulum. The device was visually inspected and coagulum was found on the catheter tip, then, during the second visual inspection, reddish material was found on the tip. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint regarding the material observed on the tip was confirmed. The root cause of the reddish material on the tip cannot be determined, it could be related to the procedure. Manufacture's reference number: (B)(4).